Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance readings were obtained during a routine office visit. There were no reports of pt manipulation or trauma that could have caused or contributed to the high lead impedance. No programming or specific diagnostic results were provided by the site. X-rays were taken and sent to the MFR for analysis and no gross fractures or discontinuities were observed; however, extensive coiling of the lead was observed and believed to be the result of "twiddler's syndrome." Revision surgery is likely.